Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "blood leaking into the cathgard" is confirmed based on visual inspection of the device. The full tuohy-borst was not returned for evaluation; however, the returned cap and seal were able to be functionally tested successfully. A leak can potentially occur from the tuohy-borst if the cap is not fully tightened. The root cause of the leak is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers shipped to this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
The blood leaked into the cath guard.

Manufacturer narrative:
(B)(4).

Event description:
The blood leaked into the cath guard.